Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead noted shock impedance measurements of 128 ohms. Boston scientific technical services (ts) recommended increasing the shock impedance measurement limit to 150 ohms. No adverse patient effects were reported.

Manufacturer narrative:
It was noted that the lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that the lead was explanted and replaced due to elevated shock impedance measurements. No additional adverse patient effects were reported.